Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing after a diagnostic colonoscopy, it was found that the air/water nozzle was clogged. The subject device had been reprocessed (high level disinfection (hld)) with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) after primary cleaning. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user, there was the possibility that this phenomenon was attributed to something were temporarily clogged with foreign material or dirt.